Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual examination revealed the needle hub was cracked and contained separated fragments. Functional inspection could not be performed due to the damage to the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of a broken needle hub with a piece separated was confirmed by visual examination of the returned sample. Multiple cracks were also observed in the needle hub. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that the needle hub leaks.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub leaks.